Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer also stated that the sensor glucose was inaccurate. The customer stated that her blood glucose was 253 mg/dl and sensor glucose was 146 mg/dl. The customer stated that she was not hospitalized. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.